Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this. Investigation summary: no samples or photos received by our quality team for evaluation. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle is clogged. There was no report of patient impact. The following information was provided by the initial reporter: when you try to push the medication through the needle it won't go like there is a blockage or something. ."